Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and determined that the device bearings were worn out, corroded and loose creating a situation where the cutter was not able to be inserted. It was determined that this was because the bearings were no longer in axial alignment not allowing the cutter to pass through. It was determined that the device failed pretest for cutter insertion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the attachment device had damaged ball bearings that fell apart, missing balls and cage, damaged extension sleeve, faded color markings, and missing warning symbol. It was further determined that the device failed the following assessments at pretest: lock operation - clatter, cutter insertion - ball bearings and temperature. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.